Manufacturer narrative:
Internal complaint reference: (B)(4). The device was not returned for evaluation. However, the photographs were reviewed and revealed that the screw is flaked and deformed along the head. The clinical/medical investigation concluded that, based on the limited information available, the clinical root cause of the reported event could not be determined. It¿s currently unclear whether the issue was related to user technique or a procedural variation. The surgical instructions emphasize the importance of predrilling each screw hole using the variable angle drill guide, aligning it properly, and applying firm but controlled pressure. The device¿s instructions for use also warn against excessive force and highlight the need for careful positioning during drilling. Fortunately, there was no additional impact to the patient, as a backup device was used to complete the procedure after a brief, non-significant delay. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection procedure, the inspection includes the verification of part configuration per print. Also, per material specification, the quality and manufacture of wrought titanium-6 aluminum-4 vanadium eli alloy shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a thr surgery, when the surgeon was tightening one (1) ref spher head screw 30mm inside of the cup, the screw pulled all the way through the cup, deforming the head of the screw. The procedure was resumed, after a non-significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.